Manufacturer narrative:
An event of thrombus on the end screw of device after one year of implant was reported. The image from field demonstrated that there was a thrombus on the disc of the device. The disc was under the pulmonary vein ridge which can result in a higher risk of device related thrombus (drt). A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2022, a 25mm amplatzer amulet occluder was successfully implanted. After the procedure, patient was on dual antiplatelet therapy (dapt) for 90 days. After 90 days the dapt was taken off and the transesophageal echocardiogram (tee ) was clear of clot. A one year follow up was performed on (B)(6) 2023,tee showed a device related thrombus was noted on the proximal end screw of amulet device. The shape of the thrombus was mural and there was no thread showing. The clot was on the device. On (B)(6) 2023, patient went on non-vitamin k antagonist oral anticoagulant (noac) eliquis. The device remained implanted. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na.